Manufacturer narrative:
A manufacturer lot code was not provided. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that a tampon care apart during removal leaving a piece behind. She went to the ER and the piece was removed. She experienced pain and was provided medication by the doctor.